Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and was instructed that they could continue using the pump.